Event description:
It was reported that after a laparoscopic appendectomy procedure, post-operative bleeding occurred. A reoperation was performed to control the bleeding through a laparotomy incision. There were no issues noted with the device function at the time of the original procedure. It was unknown what color cartridge was used. No additional information was available at the time of the call. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used with the device? How was the mesoappendix taken? How many firings? Did surgeon wait 15 secs prior to firing? Current status of patient?